Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Noise was noted in unipolar configuration after the lead safety switch. The patient had previously fallen on three occasions. The high impedance measurements were not able to be reproduced. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.